Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he experienced low blood glucose after exposing the insulin pump to an MRI scan. The customer stated that the insulin pump alarmed motor error during the MRI. Due to the low blood glucose, the paramedics were called to treat the customer. The blood glucose reading was not provided. Nothing further was reported.